Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a fall this morning and they think they need an adjustment on their therapy. The patient stated they were not going to the bathroom like they were and they were still kind of slow going since last week. Agent reviewed with patient that they can help them make an adjustment to their therapy but patient stated they feel it very intense. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent sent an email additional information was received from the health care professional (hcp). The hcp stated that it was unknown about the cause of feeling the stimulation very intense. The most likely cause of the event was due to that they had fall and freaked out which prompted them to call. When asked about the steps taken to resolve the issue, the hcp stated that they changed their program. The issue was resolved. The hcp stated that the fall effect on the implant was determined.